Event description:
During an initial implant procedure, the leadless pacemaker (lp) was fixated, when still attached to the delivery catheter. The patient coughed and the lp became dislodged. While attempting to reposition, it was not possible to rotate and when retracted, it would found that the helix was stretched. The lp was explanted and a new lp was successfully implanted to resolve the event. The patient was stable.